Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The caller stated that the numbers were not ramping on their own. The father mentioned that the time clock in the insulin pump was not changing. The caller did not have a new battery available to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.